Event description:
It was reported that the pt expired. The cause of death was not reported. The pt had a terminal diagnosis of metastatic colon cancer. The reporter indicated that the cause of death was not related to the implanted system. The pump contained hydromorphone 3.0 mg/dl infusing at a dose per day of 1.7518mg. Compounded baclofen 300mcg/ml and bupivicaine 40 mg/ml.